Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due hearing sounds from their device. It was found that a lead integrity alert had been triggered due to non-sustained ventricular tachycardia episodes and impedance variation. Because of the high and low impedances and high quantity of short v-vs a possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.